Event description:
The following information was reported to gore: on (B)(6) 2025, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses, and gore® molding & occlusion balloon catheter (mob). During the treatment, a touch up was performed for the proximal of the trunk-ipsilateral leg component using the mob. After all stent grafts were implanted, an angiography revealed a retrograde dissection from the proximal edge of the trunk-ipsilateral leg component to the descending aortic artery. The physician decided to monitor it. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12:IFU statements: the gore® molding & occlusion balloon catheter instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and the below statements were identified as having a relation to the complaint. 2. Device defects and adverse events - anticipated device defects and adverse events are as follows [major adverse events]: trauma to the vessel wall, including spasm, dissection, perforation or rupture. Emdr section h6, codes c19, d12, d15 updated to reflect results of investigation.